Manufacturer narrative:
Results of investigation: a revision of a total hip arthroplasty due to a right femur fracture was reported. No explants were returned for investigation. It could not be confirmed whether the femoral bone or the femoral implant broke. A review of the production documentation did not detect any deviation from the standard manufacturing processes for the reported stem. No other complaints were reported for this batch of devices. No medical documents were provided for investigation. The root cause of the reported issue remains undetermined. No further actions are deemed necessary. This investigation will be reopened should additional information become available.

Event description:
It was reported that a revision surgery was performed due to femur fractured.